Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a sensor end and the insulin pump was saying calibration was overdue. The customer's blood glucose level was 420 mg/dl. The customer was advised to give himself a bolus to treat the high blood glucose. The customer advised that he would manually bolus with the insulin pump and call back if issue occurs. The device will not be returned for analysis.